Event description:
It was reported that the pump's usb port pins were bent, resulting in difficulties charging the pump. The customer reported needing to hold charging cable in a specific way to facilitate charging. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.